Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: a partial UDI was provided as the lot number is not known.

Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery using a prostyle device after an interventional procedure with a 5f sheath. Reportedly, the prostyle device could not be removed after deployment as the suture of the prostyle was caught in the foot of the device. The foot of the prostyle device had retracted completely prior to attempting to remove the device from the patient anatomy. Cut down surgery was performed to cut the suture in order to remove the prostyle device from the patient anatomy. Hemostasis was achieved via cutdown and manual suturing. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery using a prostyle device after an interventional procedure with a 5f sheath. Reportedly, the prostyle device could not be removed after deployment as the suture of the prostyle was caught in the foot of the device. The foot of the prostyle device had retracted completely prior to attempting to remove the device from the patient anatomy. Cut down surgery was performed to cut the suture in order to remove the prostyle device from the patient anatomy. Hemostasis was achieved via cutdown and manual suturing. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual inspection was performed on the returned device. The reported difficulty closing the foot and device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. Based on the reported information it is likely after the suture of the prostyle was caught in the foot such that contributed to the reported device entrapment and subsequent surgical cut down to cut the suture for device removal. The subsequent treatment appears to be related to circumstances of the procedure. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Corrections: d4 - lot #: updated from unknown to 5020641. D4 - primary UDI number: updated from (B)(4).